Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of the needle was bent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the white plastic trocar sheath bent. Another like device was used to complete the procedure with no adverse patient consequences reported.